Event description:
A resolution clip device was used during colonoscopy procedure. It was reported that the clip failed to separate from its delivery catheter. It had been successfully positioned and deployed, but would not separate. The clip was then pulled away from the patient with no adverse reaction. This happened inside the same patient on three different occasions including this. The procedure was completed with an alternative competitor's product. Note: this event is being filed on one of three clips, please refer to MFR report 3005099803-2008-05032 & 3005099803-2008-05037 for the other reports.

Manufacturer narrative:
According to the complainant, the suspect device has been contaminated and not available for return.